Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: DHR review part number: 391.201 lot number: p138704 release to warehouse date: february 2, 2013 manufacturing site is synthes (B)(4) and supplied by (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports that a cerclage cable cannot be removed from tensioner. No patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: one cable tensioner was received with a cable stuck between the jaws. Visual inspection captured the cable stuck between the jaws. Destructive testing was conducted on this device during which the cable was removed. Destructive testing also yielded that the device functions as intended. A review of the device history records was conducted and found that the device met specifications prior to shipping. The manufacture date of this device was november, 2012. No manufacturing related issue was identified and/or confirmed. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.